Event description:
During a contract inspection of the device, a physio-control field service rep observed that the unit did not have ac operation. There was no pt use associated with the reported event.

Manufacturer narrative:
(B) (4). Physio-control further investigated the reported failure and observed that the ac operation was prevented due to a broken auxiliary power harness where the ac power module plugs into the device. It was not making full contact, preventing connectivity. The auxiliary power wire harness was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.